Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the luer adapter was found to be cracked, leaking, or broken. It was reported that there was a hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: it is recommended that only luer-lock (threaded) connections be used (including syringes, bloodlines, IV tubing and sealing caps) with the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the arterial end extension tube was broken about 2mm crack and blood was oozing out in normal use. It was stated that a temporary external extension catheter and connector was used and replaced the blood oozing extension catheter and connector. Flushing was done prior to use and it could be seen that blood was oozing out. It was stated that there was no blood loss and blood transfusion was not required. The procedure was completed after the luer adapter was replaced. There was no leak, no tego utilized and no luer adapter issue. There was no cleaning agent used on the device. Iodophor was the cleaning agent typically utilized to clean the adapters and the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There was no intervention/treatment required. There were no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the arterial end extension tube was broken about 2mm crack. It was stated that a temporary external extension catheter and connector was used and replaced the blood oozing extension catheter and connector. Flushing was done prior to use and it could be seen that blood was oozing out. It was stated that there was no blood loss and blood transfusion was not required. The procedure was completed after the luer adapter was replaced. The catheter was not repaired. There was no leak, no tego utilized and no luer adapter issue. There was no cleaning agent used on the device. Iodophor was the cleaning agent typically utilized to clean the adapters and the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. There was no intervention/treatment required. There were no patient symptoms or complications associated with the event. There was no patient injury.